Event description:
A vaxcel mini port was being placed for therapeutic purposes in 2006. During catheter insertion, the peel-away sheath handle started to split and pull away from the rest of the sheath. The physician needed to use a surgical tool (tweezers) to work with the sheath in order to finish placement. The procedure was successfully completed with no adverse effect on the pt.

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.